Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that two fibers were broken by a console blow and the physician got lightly burn by the fiber. The physician decided for himself that no treatment was necessary. There was no patient involvement.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that two fibers were broken by a console blow and the physician got lightly burn by the fiber. The physician decided for himself that no treatment was necessary. There was no patient involvement.

Event description:
It was reported that two fibers were broken by a console blow and the physician got lightly burn by the fiber. There was no patient involvement.